Manufacturer narrative:
Maquet cardiopulmonary is aware of a similar complaint ((B)(4)) which was investigated with the following results: during laboratory investigation it was confirmed that the tyvek cover was forced through. Based on the previous investigation results a confirmation of the failure was possible. The most probable root cause of the failures found is excessive physical force during transport. Furthermore a DHR review was conducted for the lot in question. There was no rework or scrap record performed during production activities. A trend review was performed and 15 similar complaints were found. Due to this information no systemic issue could be determined. The event has been reported with a delay due to our retrospective examination of the record. At the time ((B)(6) 2017) the complaint was reviewed and found not to be reportable. Current day, we compared the record with equivalent events, and found an inconsistency with the reporting decisions. With the current knowledge and the current team of complaint handlers, we have come to conclude the event should have been reported. As a remedial effort, we will report it within CAPA # (B)(4).

Event description:
Sterile peel cover has multiple puncture marks as well as the protective cardboard. The box is undamaged. (B)(4).